Event description:
Pt was using b-d logic blood glucose meter. Meter was reading blood glucose levels of 200-300. The pt was treated with a higher dosage of insulin because of the high glucose reading. They subsequently lost consciousness and had a hypoglycemic seizure. The family brought the glucose meter to the clinic and side-by-side testing with two other glucose meters showed the b-d meter to be reading 300 when the other meters read approximately 100. The reporter has subsequently had another pt with the same problem with this meter - fortunately for this other pt, no adverse events were experienced.